Manufacturer narrative:
Section b5: corrected event description. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a kink in the sealed outflow graft which could have contributed to the reported low flow alarms confirmed through the submitted log files. Additionally, a direct correlation between (B)(6) and the reported aortic insufficiency and kidney failure could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. An additional 5.5¿ segment of the graft material was also returned. The outflow graft clip was returned properly attached to the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon removal of the bend relief, a lengthwise kink was observed in the 3.5¿ graft segment. A larger accumulation of tissue ingrowth between the graft and the bend relief was observed over the kink. This ingrowth was smooth and appeared to have formed around the kink, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The 5.5¿ graft segment had been tied with a single black suture at its center but was free of further distortion such as twists or kinks. The lumen of each graft segment revealed no evidence of developed or adhered depositions or thrombus formations. The returned outflow graft segments were sent for histopathology analysis. Per this analysis, the material that accumulated on the exterior of the graft material was rather uniform, acellular, pale eosinophilic matrix often containing variably-sized vacuolar spaces. The material was generally acellular, with occasional small numbers of scatters mononuclear cells (presumed macrophages). The material adhered surrounding the graft was consistent with fibrin. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured low flow events which appeared consistent with the finding of an obstructive outflow graft kink. Additional low flow events on (B)(6) 2021 appeared to be consistent with the patient¿s transplant surgery. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including renal failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 of the IFU also contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having a sudden onset of constant low flow alarms, which were confirmed with a log file review. There was no improvement despite intravenous (IV) fluids. The patient's vitals were stable. An echo was completed and indicated aortic insufficiency and high outflow velocities. An outflow or inflow issue was suspected. However, a computer tomography (CT) scan with contrast to rule out outflow or inflow obstruction was unable to be completed due to patient kidney failure the patient was placed on epinephrine and milrinone. The patient's mean arterial pressure was in the 60s/70s/ on (B)(6) 2021 the patient was placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO). The patient's pump speed was dropped to 4000 rpm and the patient was up-listed on the transplant list. It was reported that the patient underwent a heart transplant on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having a sudden onset of constant low flow alarms, which were confirmed with a log file review. There was no improvement despite IV fluids. The patient's vitals were stable. An echo was completed and indicated aortic insufficiency and high outflow velocities. A computer tomography (CT) scan with contrast due to kidney failure in order to rule out outflow/inflow obstruction. The patient was on epinephrine and milrinone. The patient's mean arterial pressure was in the 60s/70s/ on (B)(6) 2021 the patient was placed on veno-arterial ECMO. The patient's pump speed dropped to 4000. The patient uplisted on the transplant list. The patient underwent a heart transplant on (B)(6) 2021.